Event description:
It was further reported that the device was an 3.00mm taxus express2 drug eluting stent, not a 3.00mm taxus liberte' drug eluting stent as previously reported.

Manufacturer narrative:
Corrected from a 3.00mm taxus liberte' drug eluting stent, to a 3.00mm taxus express2 drug eluting stent brand name - corrected from taxus liberte paclitaxel-eluting coronary stent system to taxus express2 paclitaxel-eluting coronary stent system (B) (4) (B) (4)

Manufacturer narrative:
If implanted, give date - 2004. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as MFR report #: 2134265-2010-02505. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was located in the right coronary artery. A 3.0mm taxus liberte¿ stent was implanted in the lesion in 2004. An additional 3.0mm taxus liberte¿ stent was implanted in the lesion in 2005. No patient injuries or complications were reported. Approximately 5 years later after the last stenting procedure, the patient presented with chest pain and in-stent restenosis. A 3.25mm cutting balloon was used and a 3.0x15mm promus stent was placed inside the prior placed stents. The promus stent was postdilated with a 3.25x12mm apex balloon. No further patient injuries or complications occurred.